Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no info to suggest that the pt sustained a serious injury. The pt went home and stated that she felt fine after the treatment and continues to wear the lifevest. Device eval of monitor sn (B)(4) and electrode belt sn (B)(4) is complete. Upon receipt, both the monitor and electrode belt were fully functional and able to detect and treat a pt. Device manufacture date: monitor sn (B)(4) (initial use), electrode belt sn (B)(4) - 07/2011 (reuse). Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(6). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/pb10030b.pdf.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. Downloaded data from an (B)(6) year old female pt alerted zoll customer support on (B)(6) 2014 that the pt was treated at 08:00:13 on (B)(6) 2014. The pt was at a cancer clinic at the time of the event. After review of the downloaded data, it was confirmed that the pt received one inappropriate treatment. Dual lead noise and artifact contributed to the false detection. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The pt went home and stated that she felt fine after the treatment occurred. The pt continued to wear the lifevest.